Manufacturer narrative:
This report is created to provide additional information by providing the concomitant products listed in section d10. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The complained product as well as the involved devices were received on 2023-05-05 and were therefore available for investigation. It was reported that flames occurred in the section between the monopolar cable and the handle. We suspect that the cable (279 - unipolar high-frequency cord, 300 cm) caused the reported issue. During the investigation, it was discovered that the cables connector plug is melted. The affected cable was manufactured in july 2015. Due to the signs of usage, wear, and tear, and the manufacturing date in 2015, it can be assumed that the cable has already exceeded its useful service life. According to the instructions for use, the cable must be checked for damages before each use. Defective products must not be used. Based on the investigation, the failure most likely occurred due to wear and tear. Signs of usage and slight damage can be found on the involved devices. However, these findings are not related to the reported incident. Based on the available information and the results of the examination, the defect described by the customer can be confirmed. The basic cause is wear and tear. There is no indication of a material-, manufacturing- or design-related failure. The root cause of the reported issue can be traced back to wear and tear. The event is filed under internal karl storz complaint ID: 20230003157_200956502

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during coagulation smoke was coming out at the level of the handle of the resector. After changing the mode, flames came out at the junction between the monopolar cable and the handle of the resector. No consequences for the patient or the surgeon.